Event description:
Report received of a pump display indicating that less medication had been delivered to the pt than what was missing from the syringe. The pump was programmed to deliver fentanyl 10mcg/ml in the pca only mode with a 20mcg pca dose, 6-minute pt lockout with no 4-hour limit reported in 2002, the pump was alarming with an empty syringe alarm. As the nurse was changing the syringe, nurse noted that the pump display indicated that 252mcg had been delivered, but the entire 300mcg syringe was empty. The nurse reported that a 40mcg loading dose was ordered, but the pump display did not indicate that a loading dose was given. The pt was reported to be alert and oriented with no pain. There was no reported adverse effect to the pt. The pump was removed from clinical service, and therapy was continued using a different device.